Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. This lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported. The explanted lead will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.